Manufacturer narrative:
(B)(4).the device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed for potentially associated lot number gd895433 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with automated peritoneal dialysis (apd) therapy. The patient was treated with a one-time loading dose of vancomycin and gentamycin (dose and route not reported). The patient was also treated with an ongoing dose of vancomycin (1gm, twice a week, route not reported) for three weeks. The cause of the peritonitis was unknown. At the time of this report the patient status had improved. Pd therapy was ongoing. No additional information is available. Report 2 of 3